Event description:
The hcp reported that during refill more drug was aspirated that should have been - "much greater than 25%". The catheter was aspirated under fluro and determined to be patent. The pump was explanted after an implant duration of 42 months, it was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
A healthcare provider indicated the patient¿s intrathecal pump was replaced in 2006 ¿due to battery failure¿.